Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 2.1, lab: 2.6, re-test: 1.9. Thirty mins in between the initial inratio meter reading and the lab result. Meter re-test was taken in the afternoon after eating and exercising.

Manufacturer narrative:
Investigation pending.